Event description:
The patient experienced pain and swelling beside the lead. The area was not red. The pain occasionally radiated to the device pocket. The device did control their symptoms. The patient was put on 5 days of steroids. Further information from the patient's healthcare professional (hcp) indicated that it was unknown if the device could be attributed to the devices. The hpc confirmed the patient's pain. An x-ray was performed and was noted as normal. Re-programming led to no improvement. It was noted that the device was removed. The patient recovered without sequelae.

Manufacturer narrative:
The investigation concluded a pre-analytical interference might be one possible reason for the discrepancies. A leak from the r2 probe might have also been involved in the case. Instrument maintenance including adjustment of the pressure from the cell rinse mechanism was performed. Since then, no similar events have been reported by the customer. Customer did not supply further patient data. It was unknown whether the falsely high result was reported outside the lab. No adverse events reported. No further similar events have been reported by the customer.

Event description:
Customer had a discrepant patient result for creatinine and has experienced this issue in the past. (According to the customer, frequency of discrepant creatinine results was two confirmed discrepant results per 5255 samples run in a week). For the two patients involved, inadequate treatment was not given. One discrepant creatinine result was provided. Initial result was 173 umol/l, it did not fit the patient's medical history. Same sample was repeated, it gave 30 umol/l. Sample was repeated a second time on a modular analyzer, it gave 28 umol/l. Creatinine reagent lot was not provided. Sample type was heparinized plasma. No adverse events were reported. The field service representative asked customer to adjust reagent probes and she did align the probes. The field service representative adjusted the pressure from the cell rinse unit which seemed to resolve the issue. The problem has not reappeared since the maintenance was performed by the field service representative.